Event description:
New information received notes that hematoma evacuation occurred on (B)(6) 2019. The device was re-implanted. The patient was doing well following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, hematoma was observed. Device was explanted. The patient was stable.